Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was unopened in the original packaging. Visual inspection was performed on the sample, and no damage was observed to the packaging. The corners were checked for scratches/dents, and the seal was observed to be unbroken. No defects or sterility breaches were found on the device packaging. The reported complaint of "dented packaging - sterility unknown" could not be confirmed based upon the sample received. Visual inspection was performed on the sample and no damage to the packaging or a sterility breach could be found. All corners were thoroughly inspected, but no dents/damage was observed. The seal was also inspected, and no damage or sterility breaches could be found. No defects were found on the packaging of this device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "small scratch noticed in plastic corner of the individual unit. Might be through to plastic. If it is through the package, device is unsterile. Units are not opened." No patient involvement. 7 units involved. Additional information received on october 26, 2025, indicated that 8 additional units were involved. 15 units involved. Associated mdrs: 3003898360-2025-00836 ,3003898360-2025-00837, 3003898360-2025-00838, 3003898360-2025-00860, 3003898360-2025-00852, 3003898360-2025-00853, 3003898360-2025-00850, 3003898360-2025-00839, 3003898360-2025-00840, 3003898360-2025-00859, 3003898360-2025-00858, 3003898360-2025-00857, 3003898360-2025-00856, 3003898360-2025-00855, 3003898360-2025-00854.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "small scratch noticed in plastic corner of the individual unit. Might be through to plastic. If it is through the package, device is unsterile. Units are not opened." No patient involvement. (B)(4) units involved. Additional information received on october 26, 2025, indicated that 8 additional units were involved. 15 units involved. Associated mdrs: 3003898360-2025-00836 ,3003898360-2025-00837, 3003898360-2025-00838, 3003898360-2025-00860, 3003898360-2025-00852, 3003898360-2025-00853, 3003898360-2025-00850, .3003898360-2025-00840, 3003898360-2025-00859, 3003898360-2025-00858, 3003898360-2025-00857, 3003898360-2025-00856, 3003898360-2025-00855, 3003898360-2025-00854.